Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-jul-2025, the user and their spouse reported an issue during a supply change in which no drops were observed during the fill tubing sequence. Upon rewinding and removing the cartridge, they discovered insulin had leaked within the chamber. The spouse stated the cartridge was overfilled. A new cartridge was filled without overfilling, drops were observed, and the supply change was completed. Insulin delivery was resumed without further issues. Blood glucose was not affected, and no medical intervention was required.